Manufacturer narrative:
On (B)(6) 2015 04:21 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro c-ring broke in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.